Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for unknown indications. It was reported that the patient had a power on reset (por) after her MRI. There were no contributing factors identified. The rep cleared the por and the patient was getting effective therapy. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.